Event description:
It was reported that during use of the perisafe plus 18g round closed end there was an issue with foreign matter particles in the syringe. The following information was provided by the initial reporter, translated from french to english: the maternity ward reports particles present in the low-pressure syringe used when placing an epidural catheter. Nothing was injected into the patient but the nurse observed deposits during the aspiration of saline. They started the operation again and deposits were also present.

Manufacturer narrative:
The product involved in the issue was evaluated in order to find if is a manufacturing related failure. Photos were provided for investigation. Bd was able to confirm the indicated failure mode on the provided sample. Spectra analysis was performed on the returned sample and it was determined that the foreign matter found inside the syringe is a material from a cardboard box. During the assembly of this device in nogales site, doesn¿t have any contact with similar material, the manufacture of this product is in a clean room, and after assembly is packaged in plastic bags to be transported to the site that manufacturer kits, for this reason the failure mode is not manufacturer related to nogales site. Risk assessment document has been reviewed and there are proper controls in place to detect product malfunction based on investigation results to date, root cause for manufacturing process cannot be determined. No corrective action was performed since this issue could not be confirmed as manufacturing related. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see. H.10

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the perisafe plus 18g round closed end there was an issue with foreign matter particles in the syringe. The following information was provided by the initial reporter, translated from french to english: the maternity ward reports particles present in the low-pressure syringe used when placing an epidural catheter. Nothing was injected into the patient but the nurse observed deposits during the aspiration of saline. They started the operation again and deposits were also present.